Event description:
Journal reference: hoving ma, et al. Safety and one-year efficacy of intrathecal baclofen therapy in children with intractable spastic cerebral palsy. European journal of pediatric neurology; 2008: o5.200 p1-10. The aim of the article is to study the efficacy at 12 months and safety up to 24 months after start of continuous intrathecal baclofen infusion, (citb) in children with intractable spastic cerebral palsy. Reportable event: case 11, a male, procedural and device ae's included: wound leakage post op, one fluid drop observed at lumbar wound, with one extra suture good further wounding healing. Swelling at pump site postop. Resolved by a temporary pressure dressing. Pump moved caudally, nonsymptomatic. See mfg report 2182207200805741.